Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with probable thrombus. Log files submitted to the manufacturer's technical support representative for review revealed changes in pump parameters including a decrease in power and increase in pulsatility index levels along with the pump not appearing to maintain the set speed. The patient's lactate dehydrogenase (ldh) level was 1400 u/l, the patient's haptoglobin level was low and the patient exhibited signs and symptoms of decompensated heart failure, including breathlessness and fluid retention. The patient's aortic valve had previously remained closed on echocardiogram but was completely open. Tricuspid and mitral regurgitation were noted. It was reported that a computed tomography (CT) with contrast revealed outflow obstruction. A ramp test failed and it was reported that the decrease in pump powers was due to a lower blood volume to the pump. A non-occlusive mural thrombus was noted to be extending throughout the entire length of the lvad. The patient was started on milrinone. On (B)(6) 2016, the patient's inr was noted to be 6.0. The patient had been on outpatient warfarin with an inr goal of 2.5 - 3.0 which was reportedly maintained for the previous 2 months. The patient had previously shown unspecified signs of thrombus; therefore, a plan had been established to treat with heparin upon any reductions in inr below 3.0. The patient was reportedly on the transplant list, however, there was a concern for transplant or pump exchange due to the risk of propagating a previously unreported long-term driveline infection. On (B)(6) 2016, the patient underwent a pump exchange with both the inflow conduit and outflow graft exchanged.

Manufacturer narrative:
The returned pump was evaluated and disassembled. Examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. A larger thrombus formation was found adhered around the inlet bearing ball and rotor inlet section, obstructing approximately 60 to 70 percent of the blood flow pathway. The two thrombi appeared similar in color and structure near the interface where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed in this location over an undetermined amount of time while the pump was operating. In addition, examination of the proximal side of the outlet stator revealed two tissue-like depositions situated adjacent to the bearing ball. The slight contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that they were present while the pump was operating. The depositions lacked lamination, indicating that they did not initially form in the outlet stator. Although the origins of the depositions could not be conclusively determined, their color and structure were similar to areas observed on the laminated thrombi found on the inlet bearings, suggesting that they may have originated in that location. The evaluation could not conclusively determine a specific cause for the development of the observed thrombi; however, they could have contributed to the report of elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.